Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received four inappropriate shocks due to a lead fracture. The lead exhibited noise, was oversensing and had no capture at 8 volts at 1.6 ms. The device detection was programmed off at the time of the inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.